Manufacturer narrative:
Product event summary (B)(4): the full lead was returned, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. It was noted that the distal conductor of the lead was extrinsically over-rotated and visual summary analysis of the lead indicated damage at implant. The lead was received with the helix fully extended, distortion and fractured of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix extension.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was attempted multiple time and was not implanted because the "helix quit." A new same model lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.